Manufacturer narrative:
The complete manufacturing and material records for the perceval sutureless aortic heart valve and nitinol stent component model # pvs23, s/n (B)(4), were pulled and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs23 at the time of manufacture and release.

Event description:
On (B)(6) 2017, the patient exhibited arrhythmias and conduction disorders ¿av block ii (10 days from device implant). A pacemaker was implanted on (B)(6) and the patient was discharged to rehabilitation on (B)(6) 2017.

Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as unknown if related to the device. Internal medical review is unable to asses this event at present as the site has not provided complete information about the case to date, this event is being reported in a conservative manner. The manufacturer is in the process of determining further information on the event including the treatment provided and patient outcome. Once further information is received and assessed the manufacturer's analysis will be detailed in the supplementary report. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted.

Event description:
On the 18 july 2017 the manufacturer was notified of the following event through the persist registry: a perceval size 23 mm valve was implanted on (B)(6) 2017 via mini sternotomy. On (B)(6) 2017, the patient exhibited arrhythmias and conduction disorders ¿av block ii (10 days from device implant). This was reported by the site as unknown for relation to procedure and unknown for relation to device.